Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2002, the patient had essure (ess205) inserted. On (B)(6)2019, 6482 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal on (B)(6)2019). The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of intramural leiomyoma of uterus, pelvic pain, endometrial disorder, cystoscopy, fluoroscopy and pelvic pain (chronic pelvic pain,). On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2019, 6496 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (supracervical hysterectomy bilateral salpingectomy). The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: discrepancy noted in removal date: on (B)(6) 2019 as per argus and on (B)(6) 2019 as per mr they palpated wht foreign bodies in the isthmic portion of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): both fimbriated fallopian tubes are 8 cm in length up to 0.6 cm in diameter and appear tortuous. Within the lumens are 3 cm in length and 0.2 cm in diameter previously described essure coils. [Pathology test] (date unknown): uterus and bilateral fallopian tubes, hysterectomy and salpingectomy. Endometrium: disordered proliferative endometrium. Myometrium: leiomyomata. Serosa: no significant abnormality quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, indication lab data and medical history were added, product stop date, event onset date and rcc updated, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2019, 6482 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2019). The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.